Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported frequent ail when administrating blood. It was reported that when the nurse attempted to remove the air using a syringe at the smartsite, the force when removing the syringe from the smartsite (piston) would spring back and splatter a small amount of blood on the nurse. There was no report of patient/user harm. The event occurred in the outpatient infusion department.